Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2004: the patient presented with pre-op diagnosis: degenerative disk disease l4-5 and l5-s1. Procedure performed: lumbar interbody fusion l4-5, l5-s1, attempted laparoscopic converted to open with percutaneous, posterior instrumentation, segmental l4-s1. Per-op notes: rhbmp-2 was reconstituted with sterile water and soaked into a synthetic collagen sponge. The sponge was then rolled and placed in the size 14x23mm lt cage. The left cage was inserted followed by the right cage. Post-op diagnosis: degenerative disk disease l4-5 and l5-s1 with small intraoperative tear of the left iliac vein. (B)(6) 2004: the patient presented with pre-op diagnosis: degenerative disk disease l4-5 and l5-s1. Procedure performed: anterior laparoscopic interbody fusion at l5-s1 converted to an opened procedure for the fusion at l4-5 and the repair of the left iliac vein injury via a lateral venography type procedure. Per-op notes: a second transverse incision in the midline suprapubically was made to complete the l5-s1 fusion. Fusion with two cages was performed. With satisfactory placement of the two cages at l5-s1 and one at l4-5 in the midline, we then packed the area with some prominent gelfoam. (B)(6) 2006: the patient underwent microsuspension laryngoscopy with excision of vocal cord nodule. (B)(6) 2006: the patient underwent laparoscopic repair of right inguinal hernia and ventral incisional hernia. (B)(6) 2006: the patient underwent appendectomy. Post operatively patient sustained unspecified injuries due to rhbmp-2.